Event description:
It was reported that a tir20 was used during a prostatectomy procedure. It was reported by the affiliate that the staples would not deliver (feed). The tim20 functioned well the first time. The problem occurred after reloading. The tim20 is not available for analysis. There was no consequence to the pt.